Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Spd noticed splintering of tka leg holder boot. Case type: tka.

Event description:
Spd noticed splintering of tka leg holder boot. Case type: tka.

Manufacturer narrative:
Reported event: spd noticed splintering of tka leg holder boot. Case type: tka. Product evaluation and results: visual inspection confirms the boot has splintered. Product history review: review of product history was attempted for the reported catalog # 210080, lot number 20174302070 but did not reveal any history records. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot number 20174302070, shows 00 additional complaints related to the failure in this investigation. Conclusions: the event was confirmed. Per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.